Event description:
A hemodialysis impatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Clinical manager stated that the head of the dialyzer might have been cracked. Estimated blood loss was 100-200 cc's. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.